Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to arms, inner thighs, upper, mid and lower abdomen on (B)(6) 2019 using the cooladvantage, coolcurve+ contour and cooladvantage, cooladvantage+ applicators, to inner thighs, bra roll, flanks, and banana roll on (B)(6) 2019 using the cooladvantage, coolfit contour applicators, and again to the banana roll on (B)(6) 2019 using the cooladvantage applicator. Patient developed paradoxical hyperplasia (pah/ph) on upper, mid, lower abdomen, bra roll, flanks, arms, inner thighs and posterior thighs after treatment, diagnosed on (B)(6) 2021. Tissue was described as "dense fat" and "increase infarct" on all treatment sites with visible enlargement and bulging.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to arms, inner thighs, upper, mid and lower abdomen on (B)(6)2019 using the cooladvantage, coolcurve+ contour and cooladvantage, cooladvantage+ applicators, to inner thighs, bra roll, flanks, and banana roll on (B)(6)2019 using the cooladvantage, coolfit contour applicators, and again to the banana roll on (B)(6)2019 using the cooladvantage applicator. Patient developed paradoxical hyperplasia (pah/ph) on upper, mid, lower abdomen, bra roll, flanks, arms, inner thighs and posterior thighs after treatment, diagnosed on (B)(6)2021. Tissue was described as "dense fat" and "increase infarct" on all treatment sites with visible enlargement and bulging.